Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. An alert had also triggered for an out of range pacing impedance. Follow up with the company representative indicated there was noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.